Event description:
A report was received that the patient had pain and irritation at the ipg site. The patient believed that the incision was splitting open but physician stated that it was just suture abscess. It was noted that there was no suspected infection. The patient was prescribed with antibiotics for prophylaxis.